Event description:
Infections - vaginal "[vaginal infection]"."[tampon]" ... Broke off...was left inside my body "[foreign body in reproductive tract]". Messed up my uterus "[uterine disorder]"."[tampon]" ... Tore/broke off "[device breakage]". Case narrative: consumer reported via phone that the tampons itself tore/broke off. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.